Event description:
Pt self-tester reports protime inr results inconsistent with lab inr results. Pt therapeutic range 2.0 - 3.0 inr. On (B)(6) 2009, protime inr 1.5 vs lab inr 1.9. On (B)(6) 2009, protime inr 1.4 vs lab inr 2.0. Adjustment to coumadin dosage based on lab results. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
(B)(4). (B)(4). Manufacturer eval/investigation currently in process.